Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir did not click into place. The customer¿s blood glucose level was 176.4 mg/dl at the time of the incident. The customer reported that the reservoir just keeps turning in the pump. Some reservoirs from this batch have been ok. The customer reported that the reservoir compartment is not damaged. The customer was advised to return the reservoir and transfer guard. The reservoir and transfer guard will be returned for analysis.